Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level read "high" on the pump. Reportedly, the customer inadvertently input incorrect basal rate settings. After consulting with a healthcare professional, tandem technical support assisted the customer with correcting basal rate settings.